Event description:
It was reported, following a diagnosis of coronary artery disease, a percutaneous coronary angioplasty and stenting procedure was performed in 2005. The pt returned with recurrent angina and an interventional procedure was performed in 2006. The puncture site was close with an angi-seal device. Ten days later, the pt developed right groin pain and symptoms of claudication. Angiography revealed thrombus in the origin of the right superficial femoral artery (sfa). Surgical thromboembolectomy revealed an artherosclerotic plaque with intraluminal thrombotic material. Reportedly, the microscopic examination revealed foreign material suggestive of suture-like material inside the thrombus. The incident date, implant date and explant date are month specific. The angio-seal deployer was unknown.

Manufacturer narrative:
No product was returned for eval. Review of the device history records were not possible since the lot number was not available. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal IFU states that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal IFU cautions the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel. The angio-seal patient info guide states with 60 - 90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal device will naturally be reabsorbed by the body.